Manufacturer narrative:
Unique device identification (UDI) is not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a screw was missing for the tracking instrument. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter information updated. Phone number: (B)(6).